Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the device intermittently would not start when turned on. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The complaint was not confirmed as the field service representative (fsr) was unable to verify the intermittent problem. The fsr replaced the unit's membrane switchboard as a precaution and reseated all connections. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.